Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a stryker scorpio ps knee was partially revised to a scorpio ts revision tibia. It was reported that the original implants were implanted in 2008. It was reported that the reason for revision was asceptic loosening. Tourniquet time: 118 min

Manufacturer narrative:
Additional information lot # and expiration date, manufacturing date. Device evaluated by mfg. An event regarding loosening involving a scorpio baseplate was reported. The event was not confirmed. Device evaluation and results: one baseplate catalog # 7155-0005 lot code k2kmna and insert catalog # 72-13-0515 lot code unknown were returned for evaluation. There is yellowing and pitting on the superior surface of the insert. Explanation damage is also visible on the insert. The damage to insert and baseplate components is consistent with in vivo use and explantation damage. Medical records received and evaluation: not performed as no medical records were provided. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a stryker scorpio ps knee was partially revised to a scorpio ts revision tibia. It was reported that the original implants were implanted in 2008. It was reported that the reason for revision was asceptic loosening. Tourniquet time: 118min.